Event description:
Emt's responded to a pt in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button was pressed. According to the rptr, the device alarmed connect electrodes and would not analyze the pt's rhythm. Als backup arrived on the scene with a backup defibrillator/monitor and transported the pt to the hospital. The pt was not resuscitated.